Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported difficult to remove appears to be due to procedural circumstances (clip was caught in the chordae). The reported tissue damage was due to procedural circumstances. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip caught in chordae resulting in chordal rupture. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with 4+. The clip delivery system (cds) was advanced to the mitral valve. While steering the cds to the left ventricle (lv), the clip became caught on chordae. Troubleshooting was performed, and the clip was freed. The clip was brought back to the left atrium. The valve was evaluated, and tissue damage was noted on the posterior leaflet. The clip was not implanted and the cds was removed. A new cds was advanced to the mitral valve and the clip was implanted, treating the tissue damage. Two clips implanted, reducing mr to 3+. No additional information was provided.